Event description:
A cslp plate, implanted in 1998 broke several years later, but has not been removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned.